Manufacturer narrative:
UDI #:(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) model number zcb00 was explanted from the left eye of a male patient due to hyperopia surprise. The patient was unhappy with vision. The visual acuity post op was 20/70. The post op visual acuity at week one was 20/100 with 2+ corneal edema. It was stated that the acuity should improve significantly once edema settles. The explanted product was discarded by the customer and is not available. The lens was replaced with the same model, a larger, 24.5 diopter lens. No further information provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned for investigation as it was discarded by the surgery site. An investigation could not be performed and the reported complaint could not be confirmed. Manufacturing records review: a review of the manufacturing records was performed. The manufacturing process record was evaluated and the lenses were manufactured within specifications. The units were released according to specification. There is no associated deviation or non-conformity report found in the manufacturing record review related to the reported complaint. A search on complaints revealed there were no other complaints that were related to the production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Based on the results of the investigation, the reported complaint was not confirmed and there was no indication of product deficiency. All pertinent information available to abbott medical optics has been submitted.